Event description:
During follow-up, increased battery impedance was observed. Premature battery depletion was suspected. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found throughout bench testing. Telemetry and pacing functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.

Event description:
During follow-up, increased battery impedance was observed. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.